Manufacturer narrative:
The results of the software analysis are inconclusive since the system logs from the unsuccessful interrogation attempt and relevant serial numbers of the merlin programmers were not able to be obtained. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a clinic follow-up, the device was having difficulty being interrogated using bluetooth (ble) telemetry. No intervention has been performed at this time. The patient was stable and will continue to be monitored.